Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the broach handle was very loose and was failing to hold the broach securely. Additionally, the size 50mm outer black trial ball did not fit on the white handle that is used for the suction test. The white handle used for the suction test works perfect with other black outer ball trials, but it seems that the inner ring on the size 50 black outer ball is too small to fit onto the seating of the white handle. In total, there was less than a minute delay in surgery time. Another broach handle was used, and the surgeon worked around the black outer ball not fitting on the white handle.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint; handle is loose and will not hold a broach. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.